Event description:
It was reported that the cement started to hardened in 1 min and 30 seconds, then it hardened completely in only 4 min starting from mixing. The cement was mixed for 1 min. Spare cement did not use antibiotic or any other substances mixed in the cement. The temp of the op room was very fast. The cement was stored in 5c temp in distributor. After the cement was delivered to the hospital, it was stored in 25 c temp. All monomer and polymer were used.

Event description:
It was reported that the cement started to hardened in 1 min and 30 seconds, then it hardened completely in only 4 min starting from mixing. The cement was mixed for 1 min. Spare cement did not use antibiotic or any other substances mixed in the cement. The temp of the op room was very fast. The cement was stored in 5c temp in distributor. After the cement was delivered to the hospital, it was stored in 25 c temp. All monomer and polymer were used.

Manufacturer narrative:
(B)(4) review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. The event was not confirmed. Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerisation reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder and liquid and care to avoid inclusion of any extraneous material such as blood or sterilisation solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Implanted.